Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model d314trg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2012; model 6947 implantable tachy lead, implanted: (B)(6) 2009; model 5076 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.